Event description:
It was reported patient¿s atrial lead dislodged and was noted during a routine follow-up in-clinic visit. Chest x-ray confirmed the dislodgement. The lead was explanted and replaced. Patient was stable before, during, and after the procedure.